Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 7/13/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: confirmed a dim pink display, no damage or peeling to keypad. Unrelated to the complaint: the battery compartment is cracked in two places: near top and between bumper pad and top. Battery cap is damaged - threads stripped - test battery cap does tighten fully. Contrast key is not working, ok, down and up keys are working. Removed the keypad and found contamination under the contrast key contact.